Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported having to charge the ipg on a daily basis. The increased recharge burden was experienced by the patient approximately six months ago. Per the manufacturer's device database, surgical intervention was undertaken to explant and replace the ipg. The charging issue was reportedly resolved post surgical intervention.